Event description:
Boston scientific received information that this right atrial (ra) lead exhibited occasional high, out of range (oor) pacing lead impedance measurements of greater than 2,000 ohms on daily measurements along with noise which was reproducible with certain patient movements. Additional information was received indicating that the cause of the out of range impedance and noise was due to lead fracture which was seen on fluoroscopy. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.